Event description:
It was reported that this right ventricular (rv) lead may have sustained some corrosion anomaly and should be evaluated and considered for replacement. The rv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).